Event description:
Patient was walking outside home on (B)(6) 2016 when his right leg gave out causing him to fall. Left hip x-ray at outside facility showed a metallic fracture of left hip prosthesis. Patient transferred to this facility for surgery. On (B)(6) 2016 went to the operating room for revision of the left hip arthroplasty - all components, osteotomy and repair. Left flag implant replacement. Intraoperative findings of a fracture through the femoral stem. Patient tolerated the surgery without complications.